Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that the insulin pump has cracks on the battery compartment. Customer reported a low blood glucose event. Customer's husband called the paramedics. The blood glucose reading was below 40 mg/dl. Customer was treated in her home. Customer stated that she ate some kettle corn, may have been less carbohydrates than entered in the insulin pump. Customer over-delivered insulin. The current blood glucose reading is 305 mg/dl. The insulin pump has cracks and will be replaced. Nothing further reported.